Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question could not be revewed as original surgery information could not be found.

Event description:
A complaint was initiated for a patient who underwent a knee revision surgery on (B)(6) 2021. The original surgery is date is unknown. The reason for revision is reported loosening. During the revision the original tibial insert, retaining bolt were removed and replaced with new components.